Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
It was reported that the rv lead dislodged. The patient received several inappropriate shocks. When the pocket was opened, the lead slid easily through the suture sleeve. At implant, the lead was confirmed to be secured. The lead was explanted and replaced.